Manufacturer narrative:
The pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant had an impella rp flex placed to support a 73-year-old male patient admitted with aortic stenosis and right ventricle failure with postcardiotomy cardiogenic shock. The impella rp flex was placed but there were issues during the support. The chest had repeated washouts for bleeding and was given blood products. The impella rp flex had low flows. The patient's condition deteriorated with the flow reduction and the patient was escalated with medical therapy/intravenous drips maxed. The patient went into ventricular fibrillation and was shocked. Care was withdrawn and the patient expired.

Manufacturer narrative:
B.5 additional information was received. H.6 codes were added for the additional information received. H.10 investigation results were added for the new information received. The investigation of thrombus has been completed. The product was returned and there were no abnormalities seen with the device. There were no motor current spikes observed or positioning issues. As the necessary information was not provided, the root cause of the thrombus was not determined b.1 product problem was inadvertently omitted from follow up 1 manufacturer device report number 1220648-2024-21213. B.2 required intervention was inadvertently omitted from manufacturer device report number 1220648-2024-21213. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-21213 was submitted in accordance with updated procedures. G.2 study was inadvertently omitted from manufacturer device report 1220648-2024-21213.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured coagulopathy with a "definite" relationship to the impella device used: ¿impella device became clotted. Patient taken to cath lab, impella was reposition and re-started¿. The patient recovered with sequelae.

Manufacturer narrative:
The investigation into low pump flow and vf/vt/af/at has been completed. The product was returned and there were no abnormalities seen with the device. The device was run in a pressure loop to see if the drift in the placement signal or low flows could be reproduced, but they remained stable over the course of a 3 day run. The data logs were observed and there was a decrease in cvp, motor current, and flows with an increase in placement signal. The patients condition was deteriorating and they were on crrt and losing blood volume. The root cause of the low pump flow is most likely due to the patients condition. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The investigation of low pump flow and vf/vt/af/at has been completed. The data logs were observed and on 10/1 there was a decrease in cvp, motor current, and flows with an increase in placement signal. There were no motor current spikes observed or positioning issues. The patients condition was deteriorating and they were on continuous renal replacement therapy (crrt) and losing blood volume. The root cause of the placement signal issue is most likely due to the patients condition. The root cause of the low pump flow is most likely due to the patients condition. As the necessary information was not provided, the root cause of the vt/vf was not determined. H10 the investigation results for low pump flow and vf/vt/af/at were inadvertently omitted on manufacturer device report number 1220648-2024-21213-1.

Event description:
The us complainant reported that the device exhibited an optical sensor issue.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The fm optical signal issue was changed to placement signal issue to address the abnormal fluidic or differential placement signal issue. The product was returned and there were no abnormalities seen with the device. The device was run in a pressure loop to see if the drift in the placement signal or low flows could be reproduced, but they remained stable over the course of a 3-day run. The data logs were observed and on 10/1 there was a decrease in cvp, motor current, and flows with an increase in placement signal. There were no motor current spikes observed or positioning issues. The patient's condition was deteriorating, and they were on crrt and losing blood volume. The root cause of the placement signal issue is most likely due to the patient's condition. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.